Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the pacemaker was found in backup vvi mode. The pacemaker was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.